Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment, due to twiddler syndrome verified on x-ray. The lead exhibited loss of capture (loc) and inappropriate sensing and impedances. No additional adverse patient effects were reported.